Event description:
On (B)(6) 2025: caller states that she was in the hospital for 10 days or so. The pt appeared to have not charged their system in that time. The pt states for the last week she has not been able to connect to her ins. Agent had caller attempt to connect and caller noted seeing 'no device found'. Agent had caller press 'recharge' with the rtm attached and the pt saw passive recharge mode. Agent reviewed the ins appears to be depleted which is why the connection was not successful. Agent advised the pt to continue charging the ins in passive charge (and eventually into normal charging) and if issues arise to call back to pats. No symptoms were reported. On (B)(6) 2025: patient called in and stated previously documented information. Pt mentioned that they're still having issues getting their recharging paddle (rtm) connected to charge their implant. According to the pt, the rtm was difficult to connect to the controller but once they get the rtm connected, it's hard to find the implant even though the implant is next to their spine. Pt mentioned that once they get the rtm find the implant, it's difficult to keep the device connected even thought they're not moving. Pt added, the issue is an ongoing issue and mentioned that they were able to get the device working in the beginning. Pt also mentioned that even if they turn off the stimulation if they're not using the therapy, when they turned the stimulation on the implant battery had been drained. Agent had pt blew air into the controller port and wiped the rtm plug with clean fabric. Pt attempted to recharge the implant however the screen came with battery low recharger the controller. Agent had the pt connected the ac cord to charge the controller. Pt confirmed the green blinking light on the touchscreen. Agent advised pt to let the controller go on sleep mode as it charge and agent will callback after 30 minutes to continue the troubleshooting process for the recharging paddle. Agent did a callback and had pt connected the recharging paddle to charge the implant. Pt got connected with excellent quality and mentioned that the implant was at 30%. Pt was advised to move and see if the charging will be disconnected however the pt was not using the recharging belt and mentioned that they have not used the belt ever since. Pt will try to use the belt. Agent reviewed cleaning the connections to pt to have a better charging experience.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.